Event description:
The customer reported that the cine function was not operating properly. There I no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The collimator was calibrated during the service call. The system was tested and found to be working as intended and returned to service.